Event description:
The customer contacted physio-control to report that their device shut off 3 times, once while taking a blood pressure, and twice while transmitting. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch report # 0003015876-2020-00956.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio observed a loose battery pin in battery well 2. After all battery pins in the device tightened, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut off 3 times, once while taking a blood pressure, and twice while transmitting. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.